Event description:
The patient fell yesterday on the ice and landed directly on her back. She landed mostly on her tailbone but her ins sticks out pretty far. She landed more on the left side which was where the ins is implanted. She went to the ER to make sure nothing was broken and it was found that she was severely bruised, swollen and her pinky was broken. An x-ray was taken which showed that the ins was not broken but it was not specified if the lead was affected. She tried to recharge her ins after her fall yesterday and she was not able to communicate with the ins using both the recharger and patient programmer. The last time she successfully recharged was about 2 weeks ago but did not charge up fully. The last time she felt stimulation was a couple weeks ago. Additional information has been requested.

Manufacturer narrative:
(B)(6): product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).